Event description:
The pump was returned for investigation. Investigation revealed a load step malfunction observed in pump history on (B)(6) 2013. A cracked trace was found near the force sensor pin. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a load step malfunction observed in pump history on (B)(6) 2013. Several ¿loss of prime¿ warnings were noted in the black box history with low non-zero force. The pump successfully powered on to the verify screen. A cracked trace was found near the force sensor pin. The pump was exercised for 24 hours with no loss of prime warnings or issues with prime. The force sensor was found to be within calibration. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.